Event description:
Additional information received from reporter (B)(4) 2015: pt was then transferred to (B)(6) for treatment of injuries. On (B)(6) 2015 (B)(6) obtained a copy of the autopsy. The autopsy named the cause of death as complications of congestive heart failure, contributory conditions as "hypertensive and arteriosclerotic cardiovascular disease, obesity, bronchiectasis, multiple blunt force injuries, and listed the manner of death as "accident" (fell to floor during medical procedure).

Event description:
Inpatient transferred to angiography procedure table for PICC line placement, left and right arm boards positioned. Pt rolled off table onto floor. Review of event revealed that there were no safety belts for equipment and no place to attach belts to table. Pt was transferred to the emergency department for evaluation and acute injury interventions.